Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The ventilator would briefly power on and would then completely shut down unexpectedly with a ventilator inoperable alarm. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. Model lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator shut down while connected to a patient. The ventilator turned back on, everything was working fine but a few minutes later the unit shut down once again. The patient was removed from the ventilator, provided positive pressure ventilation via manual resuscitator and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported event.